Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and patient was in good condition post procedure. It was further reported that the 75% stenosed target lesion was located in the non-tortuous and mildly calcified forearm vein. The balloon was inflated twice at 10 atmospheres fro 30 seconds and 6 atmospheres for 20 seconds respectively. However, the balloon ruptured upon second inflation. The pressure gradually decreased during the second inflation. When the device was pulled back and checked, a leak from around the connection between the balloon and the shaft was found.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and patient was in good condition post procedure.